Event description:
It was reported that pump touchscreen was cracked and shattered, with damage confirmed under screen protector, and making the touchscreen unreadable and unresponsive. There was no adverse impact to the customer's blood glucose level. Customer arranged to use replacement pump for continued insulin delivery, and technical support confirmed shipping details, provided instructions for storage and return of damaged pump, and initiated replacement with request to return affected device within specified timeframe.